Event description:
The customer reported to beckman coulter (bec) that one patient sample run on their unicel dxh 800 coulter cellular analysis system had differential results without suspect messages (instrument flags) that did not match the manual estimate. Review of the provided data showed the dxh 800 analyzer generated lower neutrophils and higher lymphocytes results without instrument flags compared to the manual estimate, which were considered correct. Patient results are provided. The erroneous results were reported out of the laboratory; however, there was no change to patient treatment attributed to this event.

Manufacturer narrative:
The specific sample was collected in a 4.0 ml bd tube, stored at room temperature for 23 minutes and run in primary (cassette) mode. Controls were run before and after this event and sere within range. The instrument is currently performing within quality control (qc) specification. Previously run patient samples were rerun to confirm accurate back to the last run. Beckman coulter field service engineer (fse) was not dispatched for this event. Based on raw data analysis, both the monocytes and the eosinophils agree between the two methods. Analysis of raw data does not show any algorithm issue. Failure mode is unknown as analysis of raw data does not show any algorithm issue. The cause of the difference between the dxh800 results and the manual reading cannot be determined.